Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to perform a pump reset, and after completing the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.